Manufacturer narrative:
When the investigation is completed, I will file a supplemental report.

Event description:
It was reported that the applier is broken, and the clips fell in the abdomen of the pt. No injury reported to the pt.